Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on (B)(6) 2009 ,the patient underwent: l4-5, l5-s1 decompression, l4-5, l5-s1 posterior interbody fusion. Application of posterior lumbar interbody fusion spacer at l4-5, l5-s1. Autograft, local spinous process and lamina. Allograft and bone morphogenic protein to l4-5, l5-s1. Bone marrow aspiration form iliac crest. Posterior spinal fusion, l4-s1. Segmental instrumentation, l4-s1 with synthes pangea pedicle screw system. Emg. Hourly monitoring. Preoperative diagnosis: l4-5, l5-s1 stenosis, spondylosis. As per op notes: ¿we then placed a spacer anteriorly, packed additional autograft and allograft and rhbmp2-soaked sponges posterior to that, released our distraction, slightly compressed and then distracted at l5-s1, again retracted the nerve root medially from the patient¿s side, obtained hemostasis with bipolar cautery and thrombin soaked gelfoam. A spacer was placed anteriorly and additional autograft and allograft was placed posterior to this.¿

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.